Event description:
It was reported that following the attendance of racing events, the patient experienced a surging stimulation and a loss of therapeutic effect. The pt also felt stimulation in the wrong location. Further information is being requested from the hcp.